Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited noise on the rate/sense channel. The noise was oversensed and resulted in pacing inhibition. It was reported that the patient is pacer dependent and experienced a syncopal episode. All lead diagnostics were good, however noise could be recreated in clinic. An invasive procedure was performed and this device was explanted. The rate/sense portion of the lead was also capped and replaced.

Manufacturer narrative:
The device has not been returned for analysis. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted the rv tip and rv ring seal plugs were damaged. The clinical observations of noise, oversensing, and pacing inhibition were confirmed via review of stored egrams. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.